Manufacturer narrative:
Exemption number e2015055. Approx 5 devices were received for evaluation; 5 events were confirmed during testing. Approx 2 devices were found to be affected by degradation. Approx 3 devices were found to be affected by an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device displayed a bias current error message. There was no patient involvement; no patient impact.